Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. When reviewing similar events for the maxi move passive floor lift we have found 7 other similar cases where it was confirmed that a t-bar detached from the device completely during usage with resident (since january 2010). Please note that arjohuntleigh manufactured over 45 000 maxi move lifts to date (maxi move ii - legacy, and maxi move iii - current production, as they have similar design of t-bar assembly). With the amount of sold devices and with comparison to the daily use of them the occurrence observed for complaints with this failure mode in last 6 years is considered to be very low. The device was inspected by an arjohuntleigh representative at the customer site and found to be out of specification. The device was being used for patient handling and in that way contributed to the event - caregiver was beginning to lift resident from the bed when t-bar dislodged from jib. As a consequence the hanger bar fell onto resident - abrasions over left eye and under nose have been sustained. The last service maintenance was performed on august 5th 2015 - over 11 months before the reported event. Please note that according to the information received, there are no records of t-bar being replaced on the involved device in the past. No design anomalies of the t-bar assembly were observed also. A comprehensive root cause analysis was performed to investigate this problem. From the analysis of different potential root causes of the investigated issue, we can conclude that this incident was caused most likely due to customer misuse - lack or poor daily pre-check and maintenance. The spreader bar to t-bar attachment is called the lock & load system in the labelling of the device. The lock & load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar will allow separation of the spreader bar. T-bar is attached to the lifting arm with a screw bolt to the bearing on the lifting arm. The exact cause of separation described in this event is unknown. Received information and photos attached to complaint file showed that involved t-bar assembly was detached from the jib assembly, the screw holding the lock nut came out allowing the lock nut holding the t-bar to detach from the jib. The socket for the dps broke when the t-bar separated from the jib. To preserve the safety and performance of the device, preventive maintenance should be carried out in intervals recommended in product documentation. List of recommended steps can be found in the instruction for user (04.km.99/2us from august 2006). Please note that as per the instruction for use provided with the device (operating and product care instructions 04.km/00/2us, page 36 from august 2006): "the following checks should be carried out daily: carefully inspect all parts, in particular where there is personal contact with the patient's body. Ensure that no cracks or sharp edges have developed which could injure the patient's skin or become unhygienic. Check that all external fittings are secure and that all screws and nuts are tight. Check that all external fittings are secure and that all screws and nuts are tight. Warning: if in doubt about the correct functioning of the maxi move, do not use it and contact the arjo service department." The received information and our evaluation as described above show that if maxi move's warnings and daily maintenance had been followed in accordance to the relevant instruction for use, there would have been no patient or caregiver at risk.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 20161 a caregiver was beginning to lift resident from the bed using maxi move lift when a hanger bar/t-bar dislodged from jib (lifting arm). The hanger bar fell onto resident - two scratches have been sustained: abrasion over left eye and directly under nose. No hospitalization was reported.